Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they would get a low battery alert every day. They would change the battery and the insulin pump would turn off. The customer¿s blood glucose level was unknown. Troubleshooting was performed. It was found that the battery compartment was corroded. There was white powder in it. The spring was corroded. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted during test. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.